Event description:
Product would not advance and collect specimen. Manufacturer response for breast biopsy & excision system handpiece, atec MRI (per site reporter). Filled out product feedback form on manufacturer's website and are waiting for response.